Manufacturer narrative:
(B)(4). B5: describe event or problem additional information. H2: additional information.

Event description:
The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.